Event description:
It was reported that the patient presented to the emergency room with loss of right ventricular (rv) lead capture due to a lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. (B)(40.